Event description:
Pt # (B)(6) has a history of ischemic cardiomyopathy, nyha class 2-3 symptoms and previous bi-ventricular defibrillator implantation. The patient is noted to have reached the defibrillator replacement internal model n119 cognis he is-1 was explanted. The new implanted defibrillator is a boston scientific momentum, model g125.